Manufacturer narrative:
UDI: (B)(4). The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to diminished r-waves that resulted in oversensing of t- and p-waves. It was reported the patient was ill with a fever at the time. The device was programmed off until the patient recovered from their illness and an exercise test could be completed. It was noted the shock impedance measurement had increased, from 94 ohms at implant to 124 ohms with the current shock. The shock vector was reprogrammed to alternate and the exercise test was performed, which verified detection was appropriate in this vector. No adverse patient effects were reported.